Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a low out of range pacing impedance measurement less than 200 ohms. Subsequent measurements were noted to be 537 ohms in unipolar configuration and 588-603 ohms in bipolar configuration. Additionally, during threshold testing, capture was not lost all the way down to 0.1 volts at 0.5 milliseconds. Boston scientific technical services (ts) discussed further assessing capture on the rv lead and discussed potential causes for changes in impedance measurements. Further threshold testing noted that capture was appropriate on the rv lead, the patient's threshold measurements were just below 0.1 volts. The rv lead was programmed to bipolar configuration and the physician will continue monitoring through the remote home monitoring system. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the device went from a battery status of 7 years remaining at the time of lead replacement, to 1.5-2 years remaining. The patient was noted to be pacemaker dependent and experienced dizziness and bradycardia symptoms. A copy of device memory was submitted for analysis. Analysis of device memory noted a high power loss condition in the device that appeared to coincide with the previous reported high out of range pacing impedance measurements. The root cause was unable to be determined based on review of device memory.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that an invasive procedure was performed. The pacemaker, right atrial (ra) lead and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer of a transistor within the mixed mode integrated circuit. This anomaly caused a high current drain, which over time resulted in premature depletion of the battery.

Event description:
Additional information was received that high out of range pacing impedance measurements greater than 2,000 ohms was observed 10 months later. No visible damage was observed on the lead under fluoroscopy or x-ray. An invasive procedure was performed. The lead was tested on a pacing system analyzer (psa) and noted normal pacing impedance measurements. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.